Manufacturer narrative:
The insulin pump was received with unresponsive down arrow buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Unable to perform displacement test or prime test due to button anomaly. The device was received with cracked case at display window corners, reservoir tube and battery tube threads. Device was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 277 mg/dl. Troubleshooting was performed. The device was returned for analysis.